Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the patient (of unknown/undocumented age or gender) who had been admitted in with indication of acute myocardial infarction and cardiogenic shock. Patient was known to have CPR for a cardiac arrest, but no other medical history was shared. The pump was placed but, the team observed signal loss. They attributed this to an "error" during insertion done without any abiomed support on site. The decision was made to explant the pump and replace it by extra-corporeal membrane oxygenation (ECMO). The patient survived the signal loss and explant. The signal loss will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the explant and replacement with ECMO, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
B5 additional information was received and added.

Event description:
Additional information was received. The lead physician stated that they made a mistake during priming. They must have manipulated/compressed the ao sensor before/during the insertion process in the femoral arterial as stated by the physician himself onsite. The automated impella controller was not malfunctioning. A clinical colleague was onsite and checked. The product has been discarded as medical waste.